Event description:
Hosptial reported that this incident occurred on the cvicu unit. In 2003, a nurse started a dobutrex drip (in a bag to increase cardiac output) at approximately 9am. About 2pm it was noticed that none of the medication went in and that the tubing was still clamped by the roller clamp, but the pump never alarmed. Rate unknown. The patient was unstable prior to infusion being started (had almost arrested) and had bipap started at the same time of the infusion. Patient started doing slightly better even though the medication didn't infuse. So, no patient injury from the event. Tubing was discarded from this event, but the pump will be sent in.